Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Sc-1232 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the issue was confirmed. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). However, it was stated that the patient lost up to 40 pounds and that it was likely contributing to misalignment/depth issues, so in this instance it is possible that the placement location was correct. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event. The ipg thermistor was likely being triggered due to poor ipg-charger alignment due to the patients weight loss even if the same location was previously successful.